Event description:
The user facility reported that two employees were experiencing a headache when using prolystica hp enzymatic manual cleaner. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
It was confirmed that proper respiratory protection was worn at the time of the event. A steris clinical educator arrived onsite and determined that there was inadequate ventilation in the space where the event took place. The prolystica hp enzymatic manual cleaner safety data sheet states, "avoid breathing mist, spray, vapors. In case of inadequate ventilation, wear respiratory protection. Provide good ventilation in process area to prevent formation of vapor. Avoid all eye and skin contact and do not breathe vapor and mist. Ensure adequate ventilation. Control airborne concentrations below the exposure limits. Work in well-ventilated zones or use proper respiratory protection. In fine dispersion/spraying/misting: wear suitable respiratory equipment." User facility personnel were counseled on the importance of proper ventilation while using this product. No additional issues reported.